Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was discharged from hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, intraperitoneal, ongoing) and fortum injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that antibiotic treatment and pd therapy were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient has not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.